Event description:
Transferring a resident from a bed to a gerry chair with two nurses present. Lift fell to the side against a wall. No injuries reported. Legs of lift were in the open position during transfer.

Manufacturer narrative:
An update kit has been ordered for the lift to make it safe to operate and for transfers to be made with it.